Event description:
It was reported by the pt that she had a hernia repair with subject product in '07. In '08, the patch was removed because of an infection. Her stomach has been swollen since the initial surgery.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.